Event description:
While performing pulmonary vein isolation ablation with the agilis nxt, the sheath was not steering properly. It was removed from the patient and a new sheath introduced. Procedure then completed successfully with new sheath.